Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) when checked at the hospital. The pod was worn between 5 and 24 hours. Symptoms reported include lethargy and uneasiness. The patient was diagnosed with high ketones and was at risk for (diabetic ketoacidosis) dka. The patient was treated with an insulin pen and a new pod was placed. The patient was released after 1 day at the hospital